Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 542 mg/d; the customer declined to treat the hyperglycemia and wanted to troubleshoot to resolve the no delivery issue. However, the customer then declined no delivery troubleshooting in favor of reverting to her medically prescribed back-up plan. She planned to call back after work to continue troubleshooting. No products were returned or replaced.